Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. During processing of this complaint, complete event information and patient weight was unable to be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was explanted on an unknown day in april 2025 for an unknown reason.